Event description:
It was reported during a laparoscopic hysterectomy two ez35b devices locked out after the surgeon hesitated when firing them. A third device also locked out and the black firing handle broke. There was no consequence to the patient.